Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic endometriosis resection procedure, the bipolar fenestrated grasper (bfg) instrument broke. As a result, the surgeon was unable to control the instrument at the surgeon console, and the bedside team could not open or close the instrument¿s jaws. It was noted that the trocar was chipped, likely due to the angle of the instrument during extraction. The broken parts of the trocar and the instrument fell into the patient¿s cavity. Both the damaged trocar and the broken bfg instrument were removed from the surgical field following the broken instrument protocol. Upon assessment, all broken components were confirmed to have been retrieved from the patient¿s cavity. A new trocar and a new sterile bfg instrument were inserted, and the robotic arm was re-docked without further issues. The procedure continued without additional delays. There was no patient injury.

Event description:
It was reported that, during a robotic laparoscopic endometriosis resection procedure, the bipolar fenestrated grasper (bfg) instrument broke. As a result, the surgeon was unable to control the instrument at the surgeon console, and the bedside team could not open or close the instrument¿s jaws. It was noted that the trocar was chipped, likely due to the angle of the instrument during extraction. The broken parts of the trocar and the instrument fell into the patient¿s cavity. Both the damaged trocar and the broken bfg instrument were removed from the surgical field following the broken instrument protocol. Upon assessment, all broken components were confirmed to have been retrieved from the patient¿s cavity. A new trocar and a new sterile bfg instrument were inserted, and the robotic arm was re-docked without further issues. The procedure continued without additional delays. There was no patient injury.

Manufacturer narrative:
Device evaluation: medtronic led an evaluation of the provided pictures, video and device data for the reported bipolar fenestrated grasper (bfg). A visual inspection of the pictures shows the fractured bfg with the broken pulley. Another picture shows a person holding the bfg by the tip showing the broken pulley. A review of the video shows a rotating bfg where it is observed on one side the plastic pulley and on the other side the broken pulley missing the plastic fragment. Evaluation of the device data indicates the error code for motor position limits being triggered as an after effect of the pulley break in the description. The use life of the bfg was 386 min with a use count of 5 at the time of failure. Evaluation of the bipolar fenestrated grasper confirmed the reported condition. The root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.